Event description:
It was reported that the patient underwent a spinal procedure with posterior instrumentation at l2-s1 for l4 burst fracture. A screw at s1 was broken at unknown time post op. The revision surgery is not scheduled at this time. No other patient complications were reported.

Manufacturer narrative:
Device still remains implanted. Product return is not possible at this time. Unable to determine the cause of the event.